Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a side port leakage issue was observed. Irrigation port was leaking and it was not possible to aspirate the sheath. No patient consequence reported. Additional information was received. Confirmed the section where the issue was observed was the side port and that it had a leakage issue. No blood return was observed. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. Did not require treatment. No patient consequence.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a side port leakage issue was observed. The device evaluation was completed on 24-sep-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the three-way stopcock of the device was broken. Back pressure test was performed, and water leakage was observed coming through the broken three-way stopcock. This condition could be related to the issue reported, no other damage or anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the three-way stopcock broken condition could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).